Event description:
(B)(6) 2024 (B)(4) (rep, hcp, for): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is implanted with an intellis and has 3 programs. The patient contacted the nurse stating that when she uses the tonic program, she cannot increase the amplitude over 3.3ma and she does not feel anything. This was previously possible. Moreover, when this happens, she gets a message on her patient programmer stating that the desired intensity settings cannot be provided. This behavior is most likely due to oor. They also discussed that the patient has a combination program at 4.4ma, which is programmed using the same electrodes than the tonic one, and no issues arise for this program. The patient would not like to use this program as a main due to the recharge burden while being on holiday and would like to use the tonic one. (B)(6) 2024 (rep, for): additional information was received. It was reported that the patient called the nurse on (B)(6) 2024 this week and told her about the problem. The rep was made aware on that day and reported it yesterday (B)(6) 2024. The patient started to experience it (B)(6) 2024. They do not know yet what caused the problem, the patient will meet the nurse (B)(6) 2024- the lead was implanted (B)(6) this year (2024) and her ins (B)(6) was implanted (B)(6) 2022. The rep will be back (B)(6) 2024 when they have followed up with the nurse and now more about it. Merged from (B)(4). (B)(6) 2024 (B)(4) (rep, hcp, for): additional information was received. It was reported that the patient can not go to the amplitude she needs to feel the stimulation in the tonic program; cannot go high enough in the morning. There were no known environmental, external, and patient factors that may havecaused the event as of the time of the report. The patient will go to the pain clinic for programming so more info will follow. For actions/interventions the patient had a time to investigate. The issue was not resolved at the time of the report. More informationwould be obtained from the healthcare provider (hcp) on (B)(6) 2024. No surgical intervention occurred and it was unknown if it was planned. The patient was alive with no injury at the time of the report. (B)(6) 2024 (rep, for): additional information was received. It was reported that they did not know the cause yet, the patient will come to the hospital (B)(6) 2024). The "settings not available" message was seen. For actions taken to resolve the issue, the nurse will check tomorrow the impedance and try to avoid them if they have impedances-she will then email the manufacturer representative (rep) the file. The issue was not yet resolved. The information has not been confirmed/provided by the physician since they are on vacation, the nurse will check tomorrow. (B)(6) 2024 (rep, for): additional information was received. It was reported that the rep has sent the report but one lead had high impedance and the nurse could solve it via reprogramming, so as of now (B)(6) 2024 - all is good. End of pe merged information. (B)(6) 2024 (rep, for): no new information. [See (B)(4)] [refer to (B)(4) for the report that a revision (lead replacement) was done in may which the manufacturer representative (rep) attended.] (B)(6) 2024, session report (rep, for): additional information was received. It was reported that the patient "could not get the amp high enough for her sensation, the nurse could reprogram and bypass the high imp lead-here in the report you see everything". From the session report, "avoid" was seen for the electrode with the high and out of range impedances. (B)(6) 2024 (rep, for): no new information, the manufacturer representative (rep) repeated the reason why the patient did not feel any stimulation and could not increase was because of oor; the nurse could reprogram and now everything was fine. (B)(6) 2024 (rep, for): additional information was received. Model number for ins confirmed, ins serial number is not known currently, but the rep stated that the issue is more of a lead issue. (B)(6) 2024 (rep, for): additional information was received. It was stated that the patient is now happy after the reprogramming. They will not perform an x-ray as of now.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that there was a patient with high impedances. There was no pain relief even if the nurse tried to reprogram. Diagnostics and troubleshooting performed included reprogramming. The interventions taken were explant and implant from another company. The issue was resolved at the time of the report. It was noted that surgical intervention occurred. The details were that yesterday the pain clinic replaced the lead because it was not possible to program the necessary lead poles with another company due to that the patient was on the second medtronic lead. The patient was noted to be alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, explanted:(B)(6) 2025, product type: lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the lead will be returned, it was still at the hospital and would be collected by the rep on 2025-apr-08. Status of the ins was not known, the rep will inquire, but state that there was no problem with the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient "could not get the amp high enough for her sensation, the nurse could reprogram and bypass the high imp lead-here in the report you see everything". From the session report, "avoid" was seen for the electrode with the high and out of range impedances.

Manufacturer narrative:
Continuation of d10: product ID 977a275; serial# (B)(6); implanted: (B)(6) 2024; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Model number for ins confirmed, ins serial number is not known currently, but the rep stated that the issue is more of a lead issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient is implanted with an intellis and has 3 programs. The patient contacted the nurse stating that when she uses the tonic program, she cannot increase the amplitude over 3.3ma and she does not feel anything. This was previously possible. Moreover, when this happens she gets a message on her patient programmer stating that the desired intensity settings cannot be provided. This behavior is most likely due to oor. They also discussed that the patient has a combination program at 4.4ma, which is programmed using the same electrodes than the tonic one, and no issues arise for this program. The patient would not like to use this program as a main due to the recharge burden while being on holiday and would like to use the tonic one. Additional information was received. It was reported that the patient called the nurse on tuesday ((B)(6) 2024) this week and told her about the problem. The rep was made aware on that day and reported it yesterday ((B)(6) 2024). The patient started to experience it monday ((B)(6) 2024). They do not know yet what caused the problem, the patient will meet the nurse tomorrow ((B)(6) 2024)- the lead was implanted march 18 this year (2024) and her ins (nme94646h) was implanted (B)(6) 2022. The rep will be back tomorrow ((B)(6) 2024) when they have followed up with the nurse and now more about it. Additional information was received. It was reported that the patient can not go to the amplitude she needs to feel the stimulation in the tonic program; cannot go high enough in the morning. There were no known environmental, external, and patient factors that may have caused the event as of the time of the report. The patient will go to the pain clinic for programming so more info will follow. For actions/interventions the patient had a time to investigate. The issue was not resolved at the time of the report. More information would be obtained from the healthcare provider (hcp) on (B)(6) 2024. No surgical intervention occurred and it was unknown if it was planned. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that they did not know the cause yet, the patient will come to the hospital tomorrow ((B)(6) 2024). The "settings not available" message was seen. For actions taken to resolve the issue, the nurse will check tomorrow the impedance and try to avoid them if they have impedances-she will then email the manufacturer representative (rep) the file. The issue was not yet resolved. The information has not been confirmed/provided by the physician since they are on vacation, the nurse will check tomorrow. Additional information was received. It was reported that the rep has sent the report but one lead had high impedance and the nurse could solve it via reprogramming, so as of now ((B)(6) 2024) - all is good.

Event description:
Additional information was received from the rep reporting that the ins was also explanted but thrown away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation: analysis found that there were two segments returned; the proximal segment was 33.3cm and the distal segment was 42.0cm. Analysis found that conductor 4 was broken 3.4cm from the distal end in the electrode area, conductor 1 was broken 1.3cm from the distal end in the electrode area, all conductors were cut 33.3cm from the proximal end, there were suspected body fluids observed in the lead, the outer insulation was cut, breached, body insulation was cut through and the lead was segmented 33.3cm from the proximal end, the braid was cut and the stylet coil was cut through 33.3cm from the proximal end, foreign material was on electrode 5, there were no shorts between circuits, circuit 1 was open 1.3cm from the distal end, circuit 4 was open 3.4cm from the distal end, there were no shorts between circuits, and continuity was acceptable. D9 and h3 refer to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.